Event description:
The device was used during a hysterectomy. It was reported that "just two staples on the line staples." A new instrument was used to complete the case. There was no consequence to the pt.